Event description:
It was reported that during a lap right hemicolectomy, the knife did not move forward during the 3rd firing of functional end to end anastomosis. About 80% of the 3rd firing was completed, but the unformed staples of the distal part were removed with a nipper. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the anvil half and the cartridge half were not set properly.

Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that the device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.